Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr). According to boston scientific technical services (ts), the rhythm started as atrial driven where unsuccessful atp was given to terminate the arrhythmia and then a shock was given, which converted the rhythm to a ventricular tachycardia (vt). After that, 5 additional shocks were given and therapy was exhausted. The patient was hospitalized due to the shocks. Ts suggested reprogramming options. Additional information from the field representative revealed that vf and vf zones were raised. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to correct the fields: "patient codes" and "device codes". Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr). According to boston scientific technical services (ts), the rhythm started as atrial driven where unsuccessful atp was given to terminate the arrhythmia and then a shock was given, which converted the rhythm to a ventricular tachycardia (vt). After that, 5 additional shocks were given and therapy was exhausted. The patient was hospitalized due to the shocks. Ts suggested reprogramming options. Additional information from the field representative revealed that vf and vf zones were raised. This device remains in service. No additional adverse patient effects were reported.